Manufacturer narrative:
B3 date of event: the exact event date is unknown. As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). Analysis of the console did not confirm the reported fiber connection error. The fse examined the console and concluded that a possible cause that may have contributed to the reported event could be due to dirt or coating on the connection terminal on the fiber port. He cleaned the fiber port. During testing, the fiber was able to be recognized smoothly. The laser console passed full functional and electrical safety testing, and is working as intended. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a procedure, after the patient was already sedated, there was a fiber connection error that occurred. The fiber was replaced and the unit restarted but it did not resolve the problem. The procedure was not completed due to this issue. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Event description:
It was reported that during a procedure, after the patient was already sedated, there was a fiber connection error that occurred. The fiber was replaced and the unit restarted but it did not resolve the problem. The procedure was not completed due to this issue. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.